Event description:
This lead was explanted because the lead was dislodged during rv lead extraction. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found cut at approx. 41 cm proximal to the lead tip. Only the distal segment was received for analysis. It is reasonable to assume that the lead was cut in the course of the explantation procedure. The visual inspection of the returned segment showed a deformed fixation helix. Cuttings in the insulation and deformations of the outer conductor coil were observed. Based on the symptoms, it is reasonable to assume that these damages resulted from the explantation procedure. Blood penetrated the lead in the cut areas. Further analysis of the returned segment did not reveal any irregularity that might have contributed to the reported clinical event. In summary, a deformed fixation helix, cuttings in the insulation and deformations of the outer conductor coil were observed, which resulted most likely from the explantation procedure. The analysis of the available segment did not reveal any sign of a material or manufacturing problem.